Event description:
Physician reports that one of the vena cava filter legs remained attached to the inner wall of the delivery sheath and the filter would not deploy. The pusher accessory was used to dislodge the leg and deploy the filter. The user facility medwatch report suggests that the filter was malpositioned with the filter 'tip' (head) against the sidewall of the ivc and one of the filter legs protruding into the renal vein. According to the user facility medwatch report an additional procedure was performed. A second vena cava filter was placed to provide protection from pulmonary embolism. Importer narrative: device accessories were not retured for evaluation. A review of procedure films was performed by a mfg rep. This was a very unusual situation. Without returned product, no definite conclusions can be made.